Event description:
It was reported that the patient had his device explanted so he could have ultrasound therapy to his neck. There were no abnormal impedances.

Manufacturer narrative:
Product ID, 748266 serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 748266, serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7436 serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3387s-40 lot# v014583, implanted: 2007 (B)(6), product type lead product ID, 3387s-40, lot# v014583, implanted: 2007 (B)(6), product type lead. (B)(4).